Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that estimated values provided by the app were entered as calibrations rather than true bg values. The user was educated about the importance of entering a true bg value when calibrating. Customer care recommended that the user enter 1 calibration a day while the system was monitored. After additional monitoring, the bg values fit sg trends well so the user was advised to continue using the system and to enter calibrations when prompted.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.